Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E4. The initial reporter also notified the FDA on 16-feb-2024. Medwatch report is mw5152086.

Event description:
It was reported that bd glass bd syringes needle assembly is not secure. The following information was provided by the initial reporter: ephedrine 25 mg/5 ml syringes (ndc 14789-251-09) are produced by nexus pharmaceuticals and are provided in a 5 ml glass bd syringe. It was discovered that on multiple occasions, the luer lock portion (male and female attachment) of the syringe pops off of the syringe with little force/ depression of the plunger or by lightly pulling on the luer lock attachment. This leaves the injectable syringe to look like an oral syringe. This is a major safety risk as the IV syringe that contains ephedrine now looks to be an oral syringe. Most other luer lock syringes have the removable female portion of the luer lock and the male portion of the luer lock is non-removable. These 5 ml glass bd syringes require little force to remove both the male and female sides of the luer lock.

Event description:
No additional information

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below